Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with ventricular tachycardia/ventricular fibrillation episodes not terminated by the device; therefore, external defibrillation was required to return the patient to sinus rhythm. The rv lead was not implanted in an optimal position for defibrillation, and was therefore explanted and replaced with a dual coil lead since the patient had a high defibrillation threshold. The system was elective upgraded to a compatible dual chamber device. The patient was in stable condition following the procedure.